Event description:
It was reported that 16 hours after the implantation of the rx acculink into the right internal carotid artery, the patient experienced a stroke with aphasia. The computed tomography scan and repeat angiogram were both negative for abnormalities. The patient was treated with a heparin infusion and the condition resolved the following day. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of cerebrovascular accident is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.